Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device became unresponsive and completely frozen. The user was unable to power off the machine using the switch or by unplugging it. The issue was noted to have occurred previously on the same machine, and the system was awaiting battery depletion to power down. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist confirmed with the customer that the station was no longer unresponsive and issue was resolved. The system functioned as intended after the issue was resolved.